Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described as shocking sensation /tenderness) at the lead site. Cat scan performed did not reveal any anomalies. Reprogramming was tried multiple times to no avail. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the scs system was explanted on (B)(6) 2017. The manufacturer was not notified about the event.